Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to modify issue quantity. A technical support specialist (tss) remoted into the system and asked the user to recreate the issue, which showed the amount being issued as 2. Upon checking the transaction log, the issued quantity was confirmed as 2. The user was then instructed to perform a cycle count to verify the actual inventory in the system. Afterward, the tss informed the user that the medication¿s issue quantity was set to 2.1 in mql. The user was advised to contact the pharmacy to correct the issue quantity setting to prevent recurrence when issuing this medication in the future. Issue resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, unable to modify issue quantity. User informed that the medicine was being issued as two vials rather than one vial and pulled only one vial of the medicine because the amount needed was too much for the patients. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.